Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing ae 3 - aspiration. The event was possibly related to procedure, stimulation, and device and did meet the serious adverse event criteria. The event was moderate in severity, and the outcome of the event is currently listed as unknown. Additional information was received that the patient was hospitalized due to the reported adverse event. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received noting the reported event of aspiration is possibly related to the implant procedure and stimulation, but not related to the device. The outcome of the adverse event is now listed as not recovered/not resolved. No other relevant information has been received to date.

Event description:
Additional information was received noting the reported event of aspiration is possibly related to the implant procedure, stimulation, and device. The outcome of the adverse event is now listed as not recovered/not resolved. No other relevant information has been received to date.

Event description:
Additional information received. Based on the information received, the reported events can be determined to not be related to vns therapy/surgery. During the patient's inpatient visit for the aspiration the hospital thought the device was related to the aspiration and wanted to remove it, but patients' provider was not in agreement with that. Patient was diagnosed with bulbar palsy; the provider believes that the patient's systems were due to the patient's condition and not vns. No other relevant information has been received to date.